Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed damage to the outer sheath. No damage was noted on the shaft of the device. Dissection of the catheter tip revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guide wire to stick in the guidewire bushing at the tip of the device. Further analysis also showed that a heavy clot burden was inside the proximal cap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the vascular access site was the groin. This 70% stenosed calcified lesion was located in the superficial femoral artery. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the procedure the catheter became stuck on the guide wire. This 2.1mm jetstream catheter was selected; however, during withdrawal the catheter became stuck on the non-bsc filter wire. The catheter and filter wire were removed from the patient. The procedure was completed with this device. No patient complications were reported.